Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, two fluid loss alarms were observed during the heat up phase of the procedure and after adding a second tenaculum, a third fluid loss was noted. At this point, the physician utilized a second hta procedure set and a gimbleson metal tenaculum was utilized to further maintain a good cervical seal. At approximately 9 and ½ minutes into the ablation phase, the physician readjusted his hands and moved the scope. Subsequently, the patient received a quarter sized burn on the left vaginal sidewall in addition to the posterior introitus. The physician confirmed there were no blisters evident and classified the burns as 2nd degree. Treatment included silver nitrate and the physician prescribed lidocaine jelly for home use. No pain medications were prescribed however, the physician did apply flagyl ointment to the affected areas when the patient returned for follow up on (B)(6) 2012. Additional follow up with the doctor revealed the patient was healing well with no further treatment required nor follow up necessary. Full recovery is expected as the patient is doing "very well."

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.